Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney's report of pt's alleged abdominal pain, ring break, perforated bowel and colon, fistula, excision of the mesh, repair of the colonic fistula, reconstruction of the abdominal wall, hospitalization and permanent disability.